Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by customer that catheter had a hole in it following CT scan with contrast. No harm to patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a split in the catheter is confirmed and was determined to be use related. One 18 ga powerglide catheter and some attached extension tubing was returned for evaluation. A longitudinal split was observed at the proximal end of the catheter just distal of the molded luer. A microscopic observation revealed the catheter to appeared stretched like a balloon at the location of the split. The edges of the longitudinally aligned split appeared to curl inward, and the split looked like the material had been stretched. The observed split in the catheter appears to be caused by a burst potentially from flushing against resistance during power injection with contrast. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that catheter had a hole in it following CT scan with contrast. No harm to patient. No other information was provided.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: acccath ace. Device failure: external break / crack / split.